Event description:
During a low anterior resection procedure, the staple line was not intact. The surgeon could not oversew by hand, so he decided to do an abdominal perineal resection to complete the procedure.